Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer has not returned the product.

Event description:
Consumer is claiming that she fell asleep for 5 hours with a heating pad on her stomach. When she awoke, the heating pad had not shut off and she had a burn to her stomach.

Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided.

Event description:
Consumer is claiming that she fell asleep for 5 hours with a heating pad on her stomach. When she awoke, the heating pad had not shut off and she had a burn to her stomach.